Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned to the manufacturer. The reported complaint cannot be confirmed. Since the serial number was not known, no manufacturing record review and no search for complaints were performed. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the pcb00 unit. Based on a product family complaint history and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. Serial #: unknown, not provided. Catalog # and expiration date are unknown since serial # is unknown. (B)(4). Device manufacture date: unknown, since serial # is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a large tear at the haptic insertion about 1 - 2 mm into the optic of an intraocular lens after insertion using the preloaded insertion system, model pcb00. The surgeon had to widen the wound to cut out the lens. The patient then received a new lens. Reportedly, the pcb00 lens was properly prepared by the assisting surgical tech. The lens was either damaged before insertion or was split during the insertion process. The surgeon doesn't feel the patient will suffer from the removal. No further information was provided.